Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device won't start. The customer reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during testing. Therefore this complaint no longer meets reportability requirements.